Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a normal range. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised that they could continue using the pump and to contact technical support if the malfunction recurred.